Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from mnd to pkl.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, the model hx-201ur-135 instruction manual warns users ¿do not use the instrument if the distal end of the coil sheath or clip pipe is deformed. Using an instrument in this condition may result in the clip catching on the rim of the coil sheath after clipping, which could make it impossible to remove the clip from the coil sheath. Confirm that there are no sharp protrusions, burrs or edges on the distal end of the insertion portion. Gently run your fingertips over the entire length of the insertion portion to check for any crushed areas, excessive bends, broken areas or other damage. Make sure that there are no cracks on the handle.¿

Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, a small piece of metal broke off from a third clip and fell into the patient¿s colon. It was reported that the physician deployed the first two clips successfully; however, this clip required multiple attempts. The patient's colon flushed and the device fragment was then suction out. There was no additional bleeding observed. The intended procedure was completed with the same device. There was no patient injury reported.